Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm curved bipolar dissector instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause for the thermal damage can be attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm curved bipolar dissector instrument sparked during use. The procedure was completing as planned with no reported patient injury.